Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached an unknown level but stated they were in hyperglycemia while wearing the pod between 1 and 4 hours. It was also reported that the patient had hypertension. The patient was treated with long-acting insulin and rapid-acting insulin during mealtimes for carbs and to correct high blood glucose levels. The patient was released 7 days later. The pod was not worn when seeking medical attention because it was ripped off the infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.